Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The up arrow button was especially not working properly. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.